Event description:
This spontaneous report ((B)(4)) from the united states of america was reported by a female consumer (age unspecified) who complained that the battery of a and h spinbrush unspecified failed, ignited, and caught fire in the bathroom. On an unspecified date, the consumer used a and h spinbrush unspecified via the dental route. On an unspecified date, at 5 a.m. In the morning, she smelled burning plastic and noticed some flames on the battery of the brush. She alleged that the battery had failed, and later it ignited and caused her bathroom to catch fire and melt the things on her vanity. No injuries were reported. At the time of the report, she threw away the product. No additional information was available. The action taken with a and h spinbrush unspecified and the outcome of the events was not applicable.